Manufacturer narrative:
Product ID 3889-28, lot# v667635, implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event resolved without sequelae on (B)(6) 2016. No interventions were reported.

Event description:
It was reported that there was pain at the implant site. It was noted that the outcome was ongoing. It was noted that the patient counseled about positioning to avoid irritating the site until surgery could be scheduled to reposition or replace the device. It was noted that the patient expressed discomfort at the site following recent weight loss. It was noted that the device site was palpated and was superficially positioned.

Event description:
Additional information received reported that the patient was evaluated further and determined that repositioning of device would not be beneficial since the patient¿s weight had caused her to not have enough tissue to place the device deeper.